Event description:
It was reported that the patient presented to the hospital due to an inappropriate shock. Upon interrogation, at least one unsuccessful shock and low shock impedance were noted. Possible high voltage lead issue was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.